Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2015; a 310c33 tissue valve, implanted: (B)(6) 2014. Product event summary - the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance on the lv (left ventricular) pacing lead was below the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low pacing impedance on the left ventricular lead. The impedance is now high. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the proximal portion of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Correction.

Event description:
It was also reported that the patient began having a cough and shortness of breath prior to the replacement. The lead also had a f racture. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is also a participant in the product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.